Manufacturer narrative:
Additional information has been received for this event. There is more information on the device evaluation. Correction being made to the g3 date of the initial MDR. This supplemental report is being submitted to provide this information. The g3 date of the initial MDR should be oct 27, 2023. The device inspected before use in a procedure by the customer. There is no possibility of usage on any patient with foreign material. The customer follows correct reprocessing procedure as per olympus training and instruction for use (IFU), however device could not be reprocessed completely (including brushing) in this instance and was stopped midway due to the elevator issue. Therefore, the device was not completely reprocessed at the time of return to olympus. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was repaired once in the past year in july 2022 for foreign material adhering to forceps elevator. The identity of the foreign material found in the device is not known. Root cause of the event cannot be conclusively determined, however, since the device was not completely reprocessed due to the elevator issue observed, this can lead to the event of foreign material and dirt being found in the device. The IFU (reprocessing manual) includes the following statements: if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material in the forceps elevator. In addition, the device grip, control unit, up/down (u/d) knob, right/left (r/l) knob, and scope connector (s-connector) are dirty. This is attributed to failure to clean adequately. Other observations for the device are: due to deformation of s-connector, water tightness is lost; connecting tube has a scratch; grip has a dent; suction cylinder (s-cylinder) is shaved; switch sw1 has a scratch; universal cord has a scratch; s-connector has a scratch; due to wear of angle wire, bending angle in up/down/right direction and play u/d / r/l knobs does not meet the standard value; due to cut on forceps elevator coil (k-wire), forceps raising angle does not meet the standard value; and distal end cover (c-cover) has a dent. The user¿s complaint of the forceps elevator not working was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent in the device for evaluation and repair of forceps elevator not working occurring during reprocessing of the device. There is no patient involvement. The device has not been reprocessed after the event occurred. Upon evaluation of the returned device, it was observed that there was foreign material in the forceps elevator. In addition, the device grip, control unit, up/down (u/d) knob, right/left (r/l) knob, and scope connector (s-connector) are dirty. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material and dirt found in several device parts, as observed during device evaluation.